Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following the implant procedure, this patient was seen in-clinic and a high capture threshold measurements and loss of capture (loc) were observed from this right ventricular (rv) lead. Diagnostic imaging was performed which confirmed a rv lead perforation had occurred. The physician elected to surgically reposition the lead to resolve the event and the threshold measurement returned to normal. The patient was stable with no additional adverse consequences.